Manufacturer narrative:
(B)(4). Filter implanted on (B)(6) 2010 is registered under (B)(4) - manufacturer report number submitted to FDA 3002808486-2016-00308. Catalog #: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot # is unknown. MFR date: unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010 and at (B)(6) hospital." "On (B)(6) 2010, [pt] had a gunther tulip filter installed into his inferior vena cava. The filter failed and could not be removed. On (B)(6) 2010, [pt] had a second gunther tulip filter installed through an internal jugular approach. As a result, [pt] has two filters in his vena cava, and has suffered damages." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer ref# (B)(4). Filter implanted (B)(6) 2010 is registered under pr147131 - manufacturer report number submitted to FDA 3002808486-2016-00308. (B)(4). Summary of investigational findings: based on the available information it is unknown how retrieval attempts were performed and which techniques physician used. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is not possible to comment on the alleged "damages in an amount to be proven at trial". There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010 and (B)(6), 2010." "On (B)(6) 2010, [pt] had a gunther tulip filter installed into his inferior vena cava. The filter failed and could not be removed. On (B)(6) 2010, [pt] had a second gunther tulip filter installed through an internal jugular approach. As a result, [pt] has two filters in his vena cava, and has suffered damages" patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'migration; vena cava perforation; unable to retrieve; abdominal pain; anxiety'. Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Filter implanted (B)(6) 2010 is registered under (B)(4) - manufacturer report number submitted to FDA 3002808486-2016-00308. Catalog#: unknown but referred to as a cook günther tulip filter summary of investigational findings: based on the available information it is unknown how retrieval attempts were performed and which techniques physician used. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is not possible to comment on the alleged "damages in an amount to be proven at trial". There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010 at (B)(6)." "On (B)(6) 2010, [pt] had a gunther tulip filter installed into his inferior vena cava. The filter failed and could not be removed. On (B)(6) 2010, [pt] had a second gunther tulip filter installed through an internal jugular approach. As a result, [pt] has two filters in his vena cava, and has suffered damages" patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data based on new information received: b1) adverse event to product problem. H1) serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 06/14/2016 as follows: the plaintiff allegedly received the filter implant via right common femoral vein on (B)(6) 2010 due to lower left extremity dvt with contraindication to anticoagulation. Post-op xray report on date of implant indicated the device was placed "somewhat low" and tilted. (Note: the plaintiff received a second cook filter implant, placed superior to the first, on (B)(6) 2014; both filters remain in the patient.) The plaintiff alleges migration, vena cava perforation, abdominal pain, and anxiety.